Event description:
As reported by the edwards clinical specialist, during the transcatheter aortic valve replacement (tavr) procedure the 23mm sapien valve was deployed in a 90:10 aortic position resulting in 2+ paravalvular leak. The paravalvular leak was mitigated by implanting a second sapien valve positioned (70:30) into the first valve resulting in trace paravalvular leak. Through additional investigation of this case, the clinical specialist indicated there was no septal bulge, the aortic root was normal, however there was critical aortic stenosis. The patient's ejection fraction was normal. Image intensifier angle and coaxial alignment were good. The valve was positioned in what was thought to be at a 50:50 position. When the valve was deployed it appeared to move aortic; final position was 90:10. The second valve was 60:40 aortic in the native valve.

Manufacturer narrative:
Device lot number, was updated. The device history record (DHR) review for the effected valve was performed and all manufacturers' specifications were met prior to release for distribution. Imaging for this case was requested however, to date, it has not been provided to edwards lifesciences for review. Per the sapien valve instructions for use (IFU) and the edwards sapien/rf3 training manual, valve malposition, and aortic insufficiency are known potential complications associated with the transaortic valve replacement (tavr) procedure. Deployment of the sapien valve too aortic has the potential to contribute to suboptimal coaptation of the sapien valve leaflets which can cause central aortic insufficiency. Paravalvular leak can occur as a result of a lack of appropriate sealing of the valve to the target site which can occur due to uneven distribution of calcium. Some pvl is expected post deployment. Many cases are mild to moderate (< 3+), and either resolve over time or do not cause symptoms. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. In this case, a combination of patient and procedural factors likely caused or contributed to the event. Per the report received, there was critical/severe aortic stenosis and although prior to deployment the valve was positioned 50:50 within the annulus, after deployment the valve appeared to have moved to a 90:10 position. In this case, imaging was not available for evaluation, the initial reporter indicated the image intensifier angle and coaxial alignment of the delivery system/valve was good. The balloon inflation was held during for 3 seconds, and there was no loss of pacing capture during deployment. However, there was severe aortic calcification, and the patient's ejection fraction was reported as normal. A combination of patient and procedural factors appear to have caused or contributed to these events. Since there is no allegation of device malfunction, or labeling issues, and the device was not returned for physical evaluation, no further investigational activities will be performed. The IFU and edwards thv patient screening and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. A complaint history for this type of event is reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventive actions are required.

Manufacturer narrative:
Investigation of this event is ongoing.